Event description:
It was reported to philips that the c-arm was unable to perform geometry movements. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the c-arm was unable to perform geometry movements. The review of system log files showed error related to motor. Upon troubleshooting, the fse indicated the issue with longitudinal drive. To resolve the issue, the fse replaced the longitudinal drive, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.